Event description:
The rptr has had er1 messages in the past. He stopped using the surestep meter a year ago. When he got an er1, he just retested. He currently uses a one touch meter. He alleges no harm nor any medical intervention as a result of the er1 messages.